Event description:
A (B)(6) distributor contacted zoll customer support to report that, while fitting a patient, battery charger / modem sn (B)(4) would not power on. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to (components u102 and u105) computer / analog board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective u104 component. The patient received a replacement battery charger/modem.